Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. Additionally, it was last reported that the device went back into use per the respiratory department. The scheduled repaired was canceled and the case was closed.

Event description:
The customer reported a ventilator experienced a nav-ring issue. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information regarding repair has been requested from the customer. No response has been received at this time.